Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, after unclamping the sureform 60 stapler instrument, tissue became lodged within the white reload accessory, resulting in an incomplete staple line. Efforts to remove the adhered tissue and the stapler instrument led to a tear in the staple line, causing minimal bleeding. The issue was resolved by manually oversewing the staple line with sutures, and the procedure was successfully completed. The patient did not experience any post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the da vinci product to perform failure analysis. An advance stapler log review showed sureform 60 stapler instrument (lot number: k10230928-0280) was installed on the system 5 times and fired 5 reloads (1 blue, followed by 4 white). There were no incomplete clamps by this instrument. On install 1, the firing was completed with no pauses for compression. On installs 2-5, the firings were each completed with 1 pause for compression. There were no stapler related errors in the logs.